Event description:
The complainant reported that the automated impella controller (aic) experienced a controller error. It was reported the error appeared twice and resolved spontaneously in a few minutes. Additionally, when the alarm appeared, the aortic and left ventricle position waveform were not displayed, there was no change in pump flow rate, motor waveform, or purge flow rate/pressure. The console was not replaced as there was no problem with the pump drive itself, and there was no change in the patient's hemodynamics. Reportedly the team was observing the issue and would take action to replace the aic if needed. There was no patient harm reported, the aic was not replaced and the procedure was successfully completed.

Manufacturer narrative:
The investigation into the controller error/loss of opm data has been completed. The impella automated controller was returned for investigation. The data analysis confirmed the reported failure mode given there was a controller error alarms (opm comm crc error ¿ event set # 1045) triggered during the clinical procedure. Real time (rt) logs confirmed that this was a pattern failure mode in which all signals received from optical bench (placement, snr, contrast, lamp, gain) are interpreted as -16384 values. This is a known pattern failure, which is characterized by a temporary loss of optical data (placement, signal to noise ratio, contrast, lamp, gain) and triggering of a controller error alarm, the event has a low probability of reoccurrence. If needed, patient hemodynamics and impella position can be monitored with imaging. The cause of the transient loss of optical data was not determined due to the inability to reproduce the event. This report is being filed as part of a retrospective review of historical records.